Event description:
The customer reported that with a fully charged battery, the device gave a battery low warning and the device shutdown during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that with a fully charged battery, the device gave a battery low warning and the device shutdown during use. No adverse pt impact was reported. The customer reported that they would not be repairing the device. The device will remain out of service and be used for parts. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the device was not repaired.